Event description:
Patient implanted with cortex screws at the right index finger on an unknown date. Status post patient complained of discomfort. The fracture healed and screws were noted as slightly protruding. Surgeon removed screws on (B)(6) 2012. Screws are unavailable for investigation. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information received from the facility. Information not previously reported.

Event description:
This report is 2 of 2 for (B)(4).